Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release when he went to the rest-room. When he woke up, his blood glucose levels elevated from 399 mg/dl to 438 mg/dl as the patient was not feeling good. The site location was on his right leg and last time it occurred on his left leg. He got a new box and the hose pulled out from the clip. The pump was worn on his right chest pocket. The patient also reported that the hose had pulled out from the quick release and the sugar value was 399 mg/dl and it elevated to 438 mg/dl. The patient self-treated himself with bolus and with pump. Reportedly, the infusion had been in use since last night and the infusions were not stored in the bathroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the visual inspection, it was found that the tubing had detached from the tubing connector. No further information available.